Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/25/2014 and 3/31/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has an error 5 issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s diabetes is managed with insulin- no adjustments. The error 5 issue began during late september 2013. Since the issue began, the patient reportedly required treatment IV glucose at the emergency room twice. The patient attributes the required medical intervention to the error 5 issue. At the time of the error 5 issue, the patient claimed he had symptom of dizzy. The error 5 issue was resolved with training. The test strips were within the discard date. This complaint is being reported because the patient required hcp treatment with IV glucose after the error 5 began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.